Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: #(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved - unable to establish contact at this time.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. Wife is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of frequent urination and excessive thirst. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. Caller states the hospital read 700mg/dl and the diagnostics from medical facility was hyperglycemia. The product storage location is undisclosed. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.